Event description:
During a laparoscopic gastric bypass the device was applied on the anti mesenteric border of the jejunum for identification. When the dr. Looked for the clip later, it had fallen off. He then applied another clip and saw that it had scissored and then fell off again. He completed the procedure using another er420. There was no pt consequence.